Event description:
The rptr stated that the surgeon used a competitor's iol with the injection system. The surgeon inserted the lens but the haptics were bent. The lens was removed without incident and another lens was implanted. The reporter stated the cause of the lens damage was the injector.